Manufacturer narrative:
.

Event description:
It was reported that the pt was feeling stimulation in his chest instead of his low back. There was no known accident or incident related to the pt's symptoms. Device troubleshooting was recommended. In follow-up, the hcp reported that the pt had no stimulation. A lead revision was done in 2008 and was successful. The pt outcome was reported as "no injury".